Event description:
A (B)(6) female pt called zoll customer support to report that she was receiving check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode messages) has been confirmed. Upon investigation the black pulse wire in the trunk cable insulation was intermittently open, which caused the reported check therapy electrode messages. The root cause for the ope pulse wire could not be positively identified but was likely excessive force on the trunk cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.